Event description:
It is reported that an (B)(6) female patient received a durasul cocr head on (B)(6) 2004. On (B)(6) 2012 she underwent a revision surgery due to wear.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation of the retrieval did not reveal any product defects besides some sign of wear. With the information and the investigation result, it is still not suspected that a product failure lead to the reported event. Should additional information become available that changes this assessment, an amended medical device report will be filed. There is no need for further corrective measures at this point in time. Zimmer (B)(4) will consider this case closed. (B)(4).